Manufacturer narrative:
Implanted date: no patient involvement. Explanted date: no patient involvement. The actual sample was not available for evaluation hence we could not determine the details of its actual condition. There was no retention sample inspected since the lot number is unknown. We have received two (2) complaints covering fy20 to fy22 (november 16, 2022), with the same issue where the cause was not identified as related to our product or production process. The root cause of the problem could not be identified to be related to our product and production process. The actual sample was not available for evaluation, hence we could not provide detailed information on its actual condition. Moreover, there was no retention sample checked since the lot number is unknown. A simulation was conducted on the representative samples and no leakage or any irregularities were observed on the ig and plunger. We have a series of inspections from the molding process to the outgoing process to check the overall conditions of the syringe. Only passed lot samples will be shipped for distribution. Terumo medical products (tmp) (importer) registration no: (B)(4) is submitting this report on behalf of terumo (B)(4) corporation (manufacturer) registration no: (B)(4).

Event description:
The user facility reported that when filling the pumps with 5% glucose, the glucose was pushed out beyond the piston, resulting them to clean their entire work area. Fortunately, they always fill the pumps with glucose respectively with nacl, therefore leakage of cytostatic does not occur. The event occurred pretreatment. There was no patient involvement.